Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements, loss of capture (loc) at maximum outputs and high out of range pacing impedance measurements. An invasive procedure was performed. The lead was surgically capped and abandoned. A new rv lead was successfully implanted. No additional adverse patient effects were reported.